Event description:
It was reported that during dental surgery, the burr broke in the patient's mouth. The burr was easily retrieved and the procedure was completed with another. There was no reported injury or surgical delay.

Manufacturer narrative:
No medwatch form was received from the user facility. All sections on this form were completed by the manufacturer. Investigation results: the customer's report problem was unable to be confirmed as the bur was not returned for evaluation. The bur was reportedly disposed of at the facility.